Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Mfg date: the device manufacture date is not known. Gtin: unknown.

Event description:
It was reported that there was a burn in the drape.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. This complaint came in as a medwatch complaint. Our team followed up with nurse ann hunter who confirmed there was no injury and no patient involvement. The light cord burned a small hole in the surgical drape. Gtin: unknown.

Event description:
It was reported that there was a burn in the drape.